Event description:
It has been reported to philips that the system would not boot or open the clinical applications. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) connected remotely and confirmed that the system was not booting up and not opening the clinical application. The rse found that the system was booting from a ghost program, which was in the host-pc. The rse guided the customer to remove the ghost cd from the host-pc and restart the system. After the removal of the ghost cd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.